Manufacturer narrative:
Covidien reference number: (B)(4). The se downloaded the software and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during use the ht70 plus ventilator just shut down. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.